Event description:
Proposed class action litigation. The members of this class are orthopaedic surgeons who, based upon the false and misleading sales literature disseminated by the defendants, chose to implant, and did implant, unknowingly, defective and dangerous asr hips into their patients. The members of the class are so numerous that joining individual members is impractical. The identity of class members are readily discernable using information contained in records in the possession and control of the defendants. The common questions of fact that will predominate arise from, inter alia, whether the defendants representations in advertisements, printed materials and sales literature, which were disseminated to orthopaedic surgeons at large and not to any specific physician, were false, misleading and incomplete, whether the defendants asr hip was defective, thereby requiring orthopaedic surgeons, under the appropriate standard of care, to identify patients receiving the device, to notify the patients of the health risks associated with the device, to counsel patients regarding the need for revision surgery, to perform revision surgeries on patients previously implanted with the device and to provide follow-up care post-surgery, and whether the defendants in commercial advertising or promotion misrepresented the nature, characteristics or quality of its asr hip which was sold in interstate commerce.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.